Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the analog board. The analog board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.